Manufacturer narrative:
Di not available as product was manufactured on or before september 23, 2014. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Manufacturer report number: 2017865-2020-08063. It was reported that the right ventricular lead exhibited low pacing lead impedance. The patient presented in the hospital feeling lightheaded, disoriented, and dizzy. Upon review, an event of loss of capture was documented. Also, it was reported that the pacemaker was occasionally failing to capture. The pacemaker was implanted on the left pectoral side and the patient¿s venous access was occluded. Due to the patient¿s age, the physician opted to implant a new single chamber pacemaker and lead on the right pectoral side as backup pacing on (B)(6) 2020. The physician decided to utilize the original dual pacemaker as the primary device and not explant it. The patient will continue to be monitored. The patient was stable.